Event description:
The customer called to report that the insulin pump was not delivering a bolus completely. The blood glucose reading was 109mg/dl. The customer stated that he checked the bolus history and the device registered a partial bolus. The customer also stated that he did not have any alarms notifying him that the device was not delivering insulin. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was programmed with multiple boluses and monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history. However, the device alarmed no delivery outside of specification range during the occlusion test as a result of a faulty force sensor.